Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope had snow in the image. The issue was observed during reprocessing. There were no reports of patient involvement.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date, and device return date, which were previously unknown.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was reproduced. Based on the results of the investigation, a root cause could not be identified. The most likely cause of this complaint is expected to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.